Manufacturer narrative:
D4-primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
During an in-clinic follow-up, noise that resulted in over-sensing was detected on the device and right ventricular (rv) lead. The suspected cause of the event was due to lead damage, although not confirmed. No intervention has been performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that provocative testing was performed and revealed no abnormalities.